Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had no sound. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion on the rear case flex cable and the near 'j6' lead pad on the input/ output (I/o) board. The I/o board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.